Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.00 mm x 15 mm emerge balloon and a 2.50 mm x 15 mm nc emerge catheter were advanced for dilatation. However, during inflation, both balloons burst. The devices were removed, and the procedure was completed. No patient complications were reported.